Manufacturer narrative:
Bd received samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: it was reported that there have been intermittent high potassium results. Starting seeing increase in august and has been increasing in frequency. No visible hemolysis. Customer is well versed in troubleshooting and has additional data if needed. Problem k+'s are not limited to one site or phlebotomist, nurse. Tubes are draw in various manner-straight, lines etc. They mix 5 times, clot at least 30 minutes, no respinning, spinning according to recommendations, use correct order of draw. Their reference range is 3.6-5.2 and they are running up to 6.4 currently. They run on a beckman dxci 600. They do not draw or run plasma samples. There is no visible hemolysis. They have decanted and sent the serum to labcorp and they get the same results, they use a roche instrument. She had her phlebotomy supervisor draw patients using 4 sst tubes labelled 1,2,3,and 4. The results were as follows for tubes,1,2,3 and 4. 5.0, 5.0, 5.5, 5.0 second patient 5.4, 6.1, 5.3, 5.4. She also had a patient that had been running at 4.4 and was drawn in am and was 5.3 and upon redraw at 12:30 was 4.1. Customer didn't have rate of high k+ but report that they are having more high k+ more frequently than last year. She feels she has done troubleshooting on her end and is reaching out to bd for assistance. Complaint 2 of 3.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: it was reported that there have been intermittent high potassium results. Starting seeing increase in august and has been increasing in frequency. No visible hemolysis. Customer is well versed in troubleshooting and has additional data if needed. Problem k+'s are not limited to one site or phlebotomist, nurse. Tubes are draw in various manner-straight, lines etc. They mix 5 times, clot at least 30 minutes, no respinning, spinning according to recommendations, use correct order of draw. Their reference range is 3.6-5.2 and they are running up to 6.4 currently. They run on a beckman dxci 600. They do not draw or run plasma samples. There is no visible hemolysis. They have decanted and sent the serum to labcorp and they get the same results, they use a roche instrument. She had her phlebotomy supervisor draw patients using 4 sst tubes labelled 1,2,3,and 4. The results were as follows for tubes,1,2,3 and 4. 5.0, 5.0, 5.5, 5.0 second patient 5.4, 6.1, 5.3, 5.4. She also had a patient that had been running at 4.4 and was drawn in am and was 5.3 and upon redraw at 12:30 was 4.1. Customer didn't have rate of high k+ but report that they are having more high k+ more frequently than last year. She feels she has done troubleshooting on her end and is reaching out to bd for assistance. Complaint 2 of 3.